Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No adverse. Consequence to patient because the broken suture not used on the patient. Sutures found with poor tensile strength. Ot staffs thrown the sutures because of blood strain. Complaint product discarded due to blood stains. How many sutures broke during surgery? 2 sutures. Event related to mw # 2210968-2022-02597 . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an abdominal hysterectomy procedure on (B)(6) 2022 and suture was used. Suture breakage occurred during the surgery. While trying to knot the suture it kept breaking. The surgeon complaining that there was no tensile strength on the suture material. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/23/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. MFR complaint retained sample and photo analysis: one photograph of impacted device was provided for investigation for code nw2338 lot t7018. Actual impacted suture needle were not present in provided photograph. Batch record review: as a part of further investigation batch manufacturing record was reviewed for code nw2338 lot t7018.the batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of incident code nw2338 lot t7018 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for straight pull test and found to meet the specification. As the complaint is related to performance-breakage suture, straight pull tensile strength test is applicable & measurable parameter. Straight pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average straight pull tensile strength value of the retain sample was found to be 5.457 kgf and value at the time of finished good release was found to be 5.247 kgf which meets the usp average straight pull tensile strength requirement i.e. Nlt 3.900 kgf. All the individual as well as average straight pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw2338 lot t7018. No other event was reported for same description from other parts of country. Hence, this complaint could not be confirmed.